Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was believed to have a helium tank leak. There was no patient affect reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) was believed to have a helium tank leak. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had a rapid release of helium when connecting a test bottle. The leak was found to be in the helium tubing. The bodok seal was also not replaced when replacing helium bottle. The fse replaced the tubing as a precaution as well as the o-rings. The unit passed all functional and safety tests and was returned to customer.